Event description:
A heli-fx applier was selected for use during the endovascular treatment of a patient prophylactically with another manufacturer¿s device. It was reported that when the heli-fx applier was turned on, it did not start normally. The applier picked up an endoanchor and then when testing it outside of the patient it did not engage during the first step. The applier was wiggled and something inside of the applier rattled. When he applier was wiggled it would work briefly but then again it would not work. This device was not inserted or used in the patient. Another applier was selected and that worked properly and proceeded with the case. Per the physician the cause of the event is device related. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.